Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device for treatment of an unknown lesion in unknown location. Device prepped as per IFU without issue. It is reported the thumbswitch was unable to be pressed forward for packing plaque into the nosecone of the device. The physician jogged the thumbswitch back and forth but it was not moving smoothly, leaving the device unable to pack the plaque. The thumbswitch would not completely go to the off position, therefore they turned the cutter driver off. The thumbswitch did stop functioning while in use in the patient. Device was safely removed from the patient. It is unknown if the cutter was located inside or outside the housing when the device was removed from the patient. A new hawkone was opened to complete the procedure. No patient injury reported.